Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor saline implant prosthesis. Post-operatively, the patient was diagnosed with capsular contracture affecting the right breast prosthesis. Although, the baker grade rating is unknown as it was not provided. As a result, the patient underwent removal and replacement with a 400cc mentor memorygel breast implant on (B)(6) 2021.

Event description:
It was reported that a hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor saline implant prosthesis. Post-operatively, the patient was diagnosed with capsular contracture affecting the right breast prosthesis. Although, the baker grade rating is unknown as it was not provided. As a result, the patient underwent removal and replacement with a 400cc mentor memorygel breast implant on (B)(6) 2021.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).